Event description:
It was reported that this pacemaker recorded atrial tachy responses (atr) due to farfield oversensing. Initially, the atrs were believed to be caused by noise from the right ventricular (rv) lead due to a lead revision. However, further investigation confirmed that the issue was related to left agc sensing, as no rv sensing issues were present, and the patient is not dependent. Technical services (ts) recommended reprogramming options to address these concerns. No adverse effects were reported for the patient, and the device remains in service.